Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed an ECG equipment malfunction message. The status logs were reviewed and it was confirmed there was an ECG bias error. There was no patient involvement.